Manufacturer narrative:
On (B)(6) 2020, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-dec-2020, the investigation on the suspected medical device was completed. Investigation summary: during visual evaluation of the device, an area of siltex cracking was observed on the posterior aspect. Additionally, a tear was observed within the siltex cracking, measuring approximately 0.3 cm. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of saline-filled mammary prosthesis. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: deflation. (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a primary breast augmentation with a 375cc mentor siltex round moderate profile prosthesis and experienced postoperative left-sided deflation. About three weeks prior to reporting the issue, the patient was involved in automobile accident. However, it is not clear if the accident directly caused the deflation. The diagnosis was confirmed via physical examination on (B)(6) 2020. As a result, the patient underwent bilateral removal and replacement with unspecified mentor saline breast implants on (B)(6) 2020.